Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that failure of the printed (dr) board is the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During evaluation, it was noted that the device had no image with a scope due to a printed board failure. An additional finding was, locking malfunction on a video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center had a damaged endoscope socket. The reported issue was found during maintenance. There was no patient involvement in this event.